Event description:
The following was reported to gore: on (B)(6) 2024, a patient underwent a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) procedure. During this procedure, several gore® viabahn® vbx balloon expandable endoprosthesis (vbx devices) were implanted in the visceral arteries as branch devices. Follow-up on (B)(6) 2026, cta demonstrated an infrarenal abdominal aortic aneurysm status post branched endograft procedure with no evidence of endoleak and widely patent vbx devices in the celiac, superior mesenteric artery (sma), and bilateral renal arteries. On (B)(6) 2026, the patient developed abdominal pain that progressively worsened and was accompanied by coffee-ground emesis. On (B)(6) 2026, a repeat cta showed interval occlusion due to vbx stent thrombosis of the celiac, right and left renal arteries. The vbx stent in the sma remained patent as the sole mesenteric inflow. Laboratory results on this date showed elevated bun (59 mg/dl) and creatinine (3.09 mg/dl). Based on the cta findings and the severity of his abdominal pain, the patient was taken emergently for endovascular thrombectomy of the celiac and renal vbx devices, including thrombus clearance from the associated tambe renal and celiac portals. On (B)(6) 2026, according to the physician, the patient was noted to have loss of kidney function following the procedure. Additionally, the treating physician reported the presence of an active gastric ulcer with hematemesis and expressed clinical judgment that hypotension related to gastrointestinal bleeding may have contributed to thrombus formation within the renal and celiac vessels/portals. It is reported that the patient currently remains on dialysis, with bilateral functional impact. Patient symptom code 2203-a:-other (loss of kidney function).

Manufacturer narrative:
H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur and/or require intervention include, but are not limited to, occlusion of the device or native vessel, single or multiple vessels. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.